Event description:
As reported, during stone treatment in the kidney, an ngage nitinol stone extractor was tested prior to patient contact, with the device in the coiled and uncoiled positions. Once the device was inside the patient, the basket would not open or close. There was nothing with the patent¿s anatomy keeping the basket from opening or closing. The procedure was completed with a laser. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during stone treatment in the kidney, an ngage nitinol stone extractor was tested prior to patient contact, with the device in the coiled and uncoiled positions. Once the device was inside the patient, the basket would not open or close. There was nothing with the patent¿s anatomy keeping the basket from opening or closing. The procedure was completed with a laser. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the device were conducted during the investigation. One device was returned to cook for evaluation without package but with a small label attached. Upon inspection there wasn't any noticeable damage to the device. When the handle was actuated, the basket would not function properly. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A lot history search found six complaints had been reported for this lot; five that were confirmed to be for the same issue: basket not functional. Review of the dhrs for the reported complaint device lot revealed one related non-conformance for ¿basket/grasper will not open/close¿ in which twenty devices were scrapped. All devices are 100% inspected for proper operation. The non-conformance was created for devices that did not pass the inspection. All other devices from the lot were found to pass the inspection checks. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.